Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. The pdrn stated they were unaware of any fresenius device(s) and/or product(s) issues and assigned causality to the patient¿s non-compliance. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd (manual or cycler based) for rrt have a significantly increased risk for infections of the peritoneum. Based on the limited information available, the liberty cycler set can be excluded from having caused the event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius via a customer experience survey response that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis in 2018. The patient¿s electronic medical record has been closed, as the patient is no longer a fresenius patient (B)(6) 2017 through (B)(6) 2019). The pdrn does not recall any fresenius device(s) and/or product(s) issues, but remembers the patient was non-compliant with many aspects of her care (e.g., fluid/dietary restrictions, handwashing and attending medical appointments). The pdrn was unable to provide any further information.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A sap search was performed to find the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review indicated that no lot numbers were shipped to this account within the selected time frame preventing a manufacturing review from being performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius via a customer experience survey response that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis in 2018. The patient¿s electronic medical record has been closed, as the patient is no longer a fresenius patient ((B)(6) 2017 through (B)(6) 2019). The pdrn does not recall any fresenius device(s) and/or product(s) issues, but remembers the patient was non-compliant with many aspects of her care (e.g., fluid/dietary restrictions, handwashing and attending medical appointments). The pdrn was unable to provide any further information.